Event description:
Pt reported elevated blood glucose (>600 mg/dl) due to insulin leaking from infusion set tubing. Pt indicated that infusion set was cracking and splitting at the luer lock or cannula connections.